Manufacturer narrative:
The manufacturer previously received reports of a burning smell and excessive heat related to a ds2adv auto CPAP device. There was no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The device was returned to third party service center for evaluation. During evaluation customer complaint was nor reproduced. The technician found error message - problem with humidifier. Additional failures observed: heater plate with functional failure, inlet/outlet seal, iso port, blower, blower box and blower outlet seal/iso with contamination. Heater plate kit, modem, dom, pca, inlet/outlet seal, iso port kit, plus, blower, blower box kit and blower outlet seal/isolator kit were replaced. The device was scrapped at customer request.

Event description:
The manufacturer received reports of a burning smell and excessive heat. There is no allegation of serious or permanent harm or injury. No medical intervention was required by the patient. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.